Manufacturer narrative:
The field event of premature depletion was confirmed. Further analysis will not be performed at this time per legal hold.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patient was asymptomatic and stable before, during and after the procedure.